Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device remains implanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "intracapsular rupture" confirmed via MRI. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage and a split in patch assessed as workmanship. A further investigation is requested. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Clarification to b3 partial date of event: "november 2024" was provided.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "intracapsular rupture" confirmed via MRI. This record is for the right side. The device has been explanted.